Manufacturer narrative:
The subject device was not returned to olympus for evaluation, because the subject device was discarded by the user. Therefore, the exact cause of the reported event could not be conclusively determined. It is possible to infer the cause from the results of past similar investigations, therefore it was determined that an investigation using equipment with similar structure or similar device is unnecessary. The manufacturing record was reviewed and found no irregularities. Based on the past similar cases, it was known that the event occurred due to any of the following possible causes. *the probe was cracked when the user activated output contacting with metal or something hard object such as metal clips, stapler, or other instruments, besides the probe was broken off when the probe was subjected to a load. *the tissue pad was damaged since the user continued to activate output without grasping tissue (including after the tissue already cut). Also, it was known that the probe was cracked when the user kept activating output of the device with the worn pad, which caused contacting between the probe and the non-insulated area of the grasping section, and besides the probe was broken off when the probe was subjected to a load. The above device handling has warned in the instruction manual.

Event description:
During a thyroidectomy, the subject device was used. It was found that the probe was broken and fallen into the body. The patient had unabated bleeding, but the bleeding problem was solved after the user changed for another device. The fragment was retrieved. There was no patient injury reported.